Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral ruptured breast implants after a physical exam, mammogram, and magnetic resonance imaging. As a result, the patient underwent removal on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-04682 for the contralateral event.

Manufacturer narrative:
On may 23, 2022, mentor received additional information that provided an updated explantation date. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 19, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the gel implant was found to have a tear on the anterior view, measuring approximately 2.0 cm. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Without the benefit of additional evaluation, no further conclusion as to the cause of the rupture can be determined at this time. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 24, 2022, the mentor analysis lab received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).